Event description:
Pt had surgery and polarcare. Pad was placed on knee outside dressing pt discharged to home. When returned to dr for follow up post op care and dressing removed was noted to have frost bite under tubing from pad to connection to kooler. Dr. Reported incident to o.r. Manager and gave kooler to pt.